Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that the patient with severe damage at the controller connector was admitted on (B)(6) 2025 and a clamshell repair was scheduled for the following morning. Visual inspection of the driveline noted several layers of tape. After removal, there was noted separation of the silastic layer about 1.5-2 inches from the controller. There was only a single 3 inches piece of silastic remaining on the driveline. It was attempted to fit clamshell over the separated piece, but it did not fit underneath, so the clamshell was unable to be applied. The area was secured by having it wrapped in rescue tape.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage of the driveline to the driveline was confirmed through the onsite evaluation by an abbott representative and the submitted images. Although a specific cause for the reported damage could not be conclusively determined through this evaluation, it did not appear to have contributed to an electrical issue. Additionally, review of the submitted log file confirmed the reported pulsatility index (pi) events. Although a specific cause for these events could not be conclusively determined, the account communicated that the pi events were expected to be due to severe anemia. A direct correlation between heartmate ii, left ventricular assist system (lvas), serial number (B)(6), and the reported anemia could not be conclusively established. The submitted images showed layers of black tape applied over a portion of the controller connector and a portion of the driveline near the controller connector. It appeared that, beneath the layers of tape, the controller connector bend relief separated from the controller connector. This appeared to be consistent with the separation of the outer jacket from the controller connector that was confirmed through the onsite evaluation. The submitted log file contained events from (B)(6) 2025. Of note, pi events were captured throughout the file. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed throughout the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6) 2025 when the patient ultimately expired. The device was not explanted for testing (refer to manufacturer report #2916596-2025-03212). The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook, document are currently available. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 1 of the IFU, ¿introduction¿, lists adverse event that may be associated with the use of heartmate ii lvas. This section also provides an explanation of pump parameters, including pulsatility index. In reference to pi, section 1 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. Section 4 of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation and distal end separation was noted. The patient had multiple teflon tears reinforced at some point with tape with no impingement on the wires. On (B)(6) 2025, the portion of the driveline closest to the system controller had a tear that was reinforced but there could be significant impingement on movement. There were frequent pulsatility index (pi) events which was expected due to severe anemia. The log file data indicated that the distal end separation seen on images had not affected functionality. Based on the location of the damage, it was noted that this may be able to be resolved with a clamshell repair. The affected area would be splint off to avoid bending until a repair was performed.